Event description:
(B)(4) reported that this rv lead high high thresholds. During the generator replacement this rv lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7 cm distal to the is-1 connector pin. Two fragments of together approx. 33 cm length were received for analysis. A medial fragment of approx. 17 cm length was missing. The returned lead fragments were visually and electrically analysed. The visual inspection demonstrated cuts in the insulation which occurred most likely during the explant procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.